Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2 other clips referenced in b5 are filed under separate medwatch report numbers.na

Event description:
This is filed for leaflet damage and increased mean pressure gradient. It was reported that this was a procedure, treating degenerative mitral regurgitation (mr) of grade 4+. The patient has a medical history of kyphosis, which affected the time to perform the transseptal puncture. Patient anatomy included a posterior flail on the lateral valve, as well as restriction of the posterior leaflet and friable leaflets. One xtr clip was implanted (90522u176) on the lateral valve, at the anterior 1/posterior 1 (a1/p1) leaflet. However, after implant, a single leaflet device attachment (slda) occurred, with the clip detached from the posterior leaflet and remaining attached to the anterior leaflet. An ntr clip was then advanced, to stabilize the detached clip; however, the clip was unable to maintain grasp of both leaflets and was removed from the patient anatomy. No tissue damage was noted. An additional clip, an xtr, was then able to be placed, lateral to the first clip, and stabilizing the slda clip. There were no issues noted with this second implanted clip. Another clip, an xtr (90517u266), was then advanced to a location medial to the first implanted clip. The clip was able to be implanted; however, a second slda occurred, with this third implanted clip detaching from the posterior leaflet and remaining attached to the anterior leaflet. It was reported that this was only a suspected slda, as visualization of the posterior leaflet was difficult due to the previously implanted clips and the slda could not be confirmed. An additional clip (ntr ¿ 90531u174) was then advanced to stabilize the slda clip. Multiple attempts were made to grasp the leaflet; however, the clip was unable to maintain grasp of both leaflets and was removed from the anatomy. No leaflet tear was noted; however, it was visible that leaflet trauma had occurred due to the multiple grasp attempts. It was reported that during grasping attempts, the mean pressure gradient increased from baseline of 3 mmhg to 8-9 mmhg. It was noted that after implantation of the third clip (90517u266), the mean pressure gradient was 5 mmhg. After the ntr clip was removed (90531u174), the mean pressure gradient was 7 mmhg. The mr remained unchanged at 4+. No additional intervention was performed. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of mitral valve injury/tissue damage and mitral stenosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (friable, flail posterior leaflet, restriction of posterior leaflet) contributed to the reported positioning failure/failure to adhere or bond. Multiple grasp attempts resulted in the reported tissue damage. The reported difficulties possibly contributed to the reported stenosis; however, a conclusive cause for the reported stenosis and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.